Event description:
Follow up information identified the patient was hospitalized from (B)(6) 2018. Patient completed antibiotics as of (B)(6) 2018, and infection has reportedly resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell on the ipg site and stepped on a foreign metal object on (B)(6) 2018. It was noted the patient¿s ipg site was red, swollen and warm after the fall. On (B)(6) 2018, the patient had a fever. On (B)(6) 2018, the physician felt the patient had an infection at the ipg site and determined the cause of the infection to not be the fall, but most likely the foreign metal object still embedded in the patient¿s foot. The foreign object was removed from the patient¿s foot at the same time as the scs system was explanted. The patient was hospitalized and put on antibiotics.